Event description:
It was reported that signal loss over one hour occurred. The sensor was inserted into the abdomen and inserted on (B)(6) 2022. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).